Event description:
Following a ptca procedure, an obese male pt had an angio-seal device placed with unremarkable results. The attending nurse attempted to cut the suture and remove the tamper tube per the instructions for use. However, the nurse was unable to visualize the tamper tube within the puncture tract. The physician attempted retrieval with a sterile hemostat, but was unsuccessful. The next day the pt was seen in the physician's office, where a modified cutdown using a approx a 1 inch incision was performed by a surgeon. The tamper tube was removed intact, and the pt was discharged home one hour later without sequelae.